Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5102638). The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleging asthma, nausea, dizziness and headache. There was report of serious or permanent patient harm or injury. There was also a report of some visible occasional black residue near the water reservoir and at the base of the tubing connector. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974.